Event description:
Pt had a right needle-directed partial mastectomy. Reportedly, after excision of the neoplasm, the localization wire that had been placed in the tumor preoperatively could not be found in the specimen. Surgeon attempted to locate the wire in the right partial mastectomy site but was unsuccessful. An x-ray revealed that the wire had migrated superiorly in the breast tissue. Ultrasound did not identify location of the wire. The wire was left in place with no add¿l intervention.

Manufacturer narrative:
The report was found during our search of the maude database, and was not received directly at our facility. The customer info and the lot number used is unavailable. The wire is inserted from the cannula into the pt and intended to remain in the breast until its removed during the biopsy procedure. The defect reported may be caused from movement after placement. The skin retention clip included in the accura packaging prevents forward migration of the wire during pt transport. We will continue to monitor and trend.